Manufacturer narrative:
Device was received with critical pump error (open book image) alarm, however the critical pump error was able to be bypassed or cleared (by simultaneously holding the back button and down arrow button). After re-initialization, device completed the boot up process normally. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarms noted during testing. However, generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarm is found in the formatted history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. It was reported that display screen showed an open book icon. It was advised that insulin pump would need to be replaced.